Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient experienced rupture on the right side and not the left side as previously reported. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (b(6) 2020, mentor became aware that the patient underwent device removal and replacement with 450cc mentor memorygel breast implants, catalog number 3504504bc, serial numbers (B)(4). On the right side and (B)(4) on the left side on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On september 18, 2020, the product investigation was updated. Updated device investigation summary: the device was received in three parts. During the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7/23/2019, mentor received the device for analysis. Device evaluation summary: during the evaluation of the sample it was noticed to be intact. Leak testing was performed and no leak sites were detected. No anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 300cc, catalog # 3503001bc, serial # (B)(4), lot # 5978760. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with a mentor memorygel breast implant 325cc and experienced rupture on the left side post-operational. The rupture was confirmed by the physician. As a result, the patient underwent device removal on (B)(6) 2019.